Event description:
During a laparoscopic assisted vaginal hysterectomy, while using a tsw35, the staples did not form on tissue. The surgeon used electrocautery on the area to stop the bleeding. There was no consequence to the pt.

Manufacturer narrative:
H3: added additional info. Visual inspections & results: any other noticeable damage, batch number, cartridge pan in place/condition, condition of drivers, lockout tabs on pan condition, and position/condition of wedge sleds, na. Functional tests & results: condition of clamp first lockout, condition of clamping mechanism, condition of firing mechanism, condition of knife, condition of wedge bands, is hyper lockout condition present, and result of attempted firing, good. Analysis conclusion: based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly "did not form staples on tissue" during surgery. The instrument was returned in good physical condition. The instrument was cycled, fired, cut, and formed the staples within design specification. The instrument was disassembled to examine the internal components and no deformations could be identified. It was concluded that the instrument was fully functional and conforming to design specifications. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure it functions properly.